Event description:
The customer complained of a questionable elecsys probnp ii immunoassay result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial probnp result from sample a was 6.15 pg/ml. On (B)(6) 2018, sample b from the same patient had a probnp result of > 35000 pg/ml. The customer retested sample a on (B)(6) 2018 and obtained a probnp result of > 35000 pg/ml. The erroneous result from sample a was released outside of the laboratory. The probnp result of > 35000 pg/ml was deemed to be correct and a corrected report was issued. There was no adverse event. The result difference between sample a and sample b led the customer to inspect the analyzer. The customer found crimped tubing where the procell and cleancell reagent is aspirated. The customer retested all samples that were originally tested between (B)(6) 2018. The customer stated that all results correlated well and no corrected reports had to be issued. The probnp reagent lot was 30272404 with an expiration date of 30-jun-2019. Qc results before and after the event were acceptable. Based on a review of worldwide data of qc recovery for the reagent/calibrator lot combination used by the customer, no reagent issue was found. The field engineering specialist confirmed there was crimped tubing and he replaced the damaged tubing. He verified the system by performing precision testing. The customer ran calibration and qc with acceptable results. There have been no further issues reported.